Manufacturer narrative:
H.6 investigation summary: customer reported a damage vial label. Neither photos nor returned good samples were received. Bd was unable to reproduce customer experience with bactec product. Satisfactory results were obtained from retention samples when visually inspected. Label damage was not observed. Batch history records review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. Complaint is unconfirmed based on retention samples and batch history record review. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported that bd bactec¿ plus aerobic/f culture vials (plastic) had a peeled off label. The following information was provided by the initial reporter: the customer reported that the bottle label was peeled off.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bactec¿ plus aerobic/f culture vials (plastic) had a peeled off label. The following information was provided by the initial reporter: the customer reported that the bottle label was peeled off.